Manufacturer narrative:
No patient information provided to date after calls to customer 06/01/22 and 06/10/22. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure during a case. There was no patient injury.